Manufacturer narrative:
Event occurred on an unspecified date in (B)(6) 2016. The device was received and evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused. The device had been filled with fluorouracil and 5% glucose solution to a total fill volume of 252ml. The reporter stated that after the expected therapy time of 7 days, an unspecified volume of solution remained in the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: manufacturing date -- march 08, 2016 ¿ march 09, 2016. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with no issues noted. A functional flow rate test was performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.